Manufacturer narrative:
Qc passed on all 4 meters within 24 hours. The customer is using 4 vials of test strips with the same lot number. All 4 vials were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter questioned low glucose results for 1 patient tested on 4 different accu-chek inform ii meters: (B)(4) (meter 1), (B)(4) (meter 2), unspecified serial number (meter 3) and (B)(4) (meter 4). Based on the data provided, the result from meter 4 was discrepant when compared to the laboratory. The patient was tested on meter 4 at 7:48 a.m. With a result of 27 mg/dl. The patient was given some fruit juice after this result. At 7:51 a.m. The patient was drawn for the laboratory where the result was 83 mg/dl. This result was believed to be correct. At 8:22 a.m. The patient was tested on meter 3 with a result of 17 mg/dl. This result was not believed to be correct. The patient had no hypoglycemic symptoms at the time of the low results. There was no allegation that an adverse event occurred due to the device. The patient is on several medications due to comorbidities and the customer is wondering if those medications could cause the low results on the meter.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.